Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 123 mg/dl, 81 mg/dl, 66 mg/dl, 215 mg/dl, 100 mg/dl and 71 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.